Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the emergency department after experiencing dizziness. Interrogation revealed low capture thresholds and the electrogram revealed rv loss of capture of unknown duration. Review of the arrhythmia logbook revealed no events. No abnormal impedance measurements or noise were revealed. The ventricular outputs were reprogrammed from autocapture to a fixed output and no further loss of capture was observed. An x-ray may be performed, however the xray appeared normal. In addition, an internal technical service consultant was contacted. It was thought the device may be in retry and this may not be related to increased thresholds or indicative of a lead issue, however this could not be confirmed. A recommendation was provided to perform a memory download during the next follow up visit. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updates should further information be provided.

Event description:
Subsequently, a memory download was provided to technical services. The last ventricular threshold test was incomplete. No device resets or memory errors were displayed. Evaluating the ventricular output settings was recommended. Impedance measurements have decreased slightly during the past two months, but remain within acceptable range. This information will be provided to the physician along with directions for directions for obtaining additional diagnostic information if needed.

Manufacturer narrative:
According to available information, this right ventricular lead remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Additional information was unable to be obtained regarding this event.